Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon stated the device jammed during the first firing. The device was difficult to open. It was removed and another instrument was used to complete the case. There was no consequence to the pt.